Manufacturer narrative:
Sections a&b provided by user facility. H10 - user facility provided info. Pt experienced symptoms post receiving .9 ns either for reinfusion or hypotensions. Pt dialyzed on baxter CT-190 dialyzer. Pt monitored with critline monitor which uses an in-line disposable device. Machine taken off-line and evaluated - no findings. Cobe technical people re-inserviced all the staff on primary procedures. Protocol changed to switch saline bags after priming and recirculation.

Event description:
User facility reports a pt experienced systemic flushing, nausea, blood tinged emesis, no fevers, no chills, shortness of breath 6 hrs after dialysis. Pt went to emergency center, but was not hospitalized. Pt did not receive any blood. No follow up symptoms since incident.